Event description:
Customer reported no reactivity with a sample with a known anti-kell when tested against vra154 cells 7 and 11 (k+k+) . Antibody screen was 1+ reactive.

Manufacturer narrative:
Ocd performed retained testing and a batch review. Results were satisfactory. Customer reported that daily qc was acceptable. Customer is confident that the instrument and reagents are performing as expected. Other patient samples with anti-kell have reacted with this panel without issue. Customer is attributing this issue to the sample in question exhibiting dosage, since only the homozygous kell + cells are reacting. No crossmatches were ordered. No erroneous results reported. (B)(4).